Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead fell and the left ventricular (lv) lead dislodged and pulled back into the main body of the coronary sinus. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. During the procedure, this ra lead was explanted and attempted to be repositioned, however, was unable to be placed back into the atrium due to vein occlusion. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead was returned with the helix retracted and dried blood/body fluid was around the helix and in the neck region and prohibited helix movement/testing. Resistance testing was performed and noted the lead was electrically continous. Laboratory analysis concluded that the helix did not function due to the dried blood/body fluid that prevented movement.